Event description:
It was reported an angio-seal vip was deployed in the femoral artey following a dagnostic cardiac catheterization. The patient experienced total occlusion of the vessel. The patient was referred to a vascular surgeon. The patient underwent surgical intervention. The angio-seal device was removed. The physician stated the artery was dissected and the remaining parts of the device occluded the vessel. Reportedly, the patient was fine.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requiredments prior to shipment. Based on the information provided to st. Jude medical, the cause for the vessel occlusion could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.